Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4) alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (08/12/2013)-product evaluation: the subject meter was returned on 07/16/2013 and analysis completed on 08/06/2013 by lifescan product analysis with the following findings: the reported complaint was confirmed in the laboratory. The analysis of the meter identified data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.